Event description:
The customer reported that the insulin pump had a blank display. Found that the device did not have a battery. During the call, the customer mentioned being hospitalized for low blood glucose. Attempted to troubleshoot the device, but the customer felt that she overbolused. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.